Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported, that a patient presented to clinic for follow up. The patient's implantable cardioverter defibrillator (ICD) was found to be extruding through the skin. The physician elected to explant the ICD system. The patient condition was stable following the procedure.